Event description:
Information received by medtronic indicated that the customer had post-reset ram crc alarm, history pointers failed or corrupted, and trace pointers are invalid. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue using the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer was able to clear the alarm. Customer was able to rewind the insulin pump. It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged multiple insulin pump error alarms found on (B)(6) 2022. The insulin pump passed the displacement test, active current test, and self-test. Insulin pump failed to pass the sleep current test due to high currents. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insulin pump error occurred on (B)(6) 2022 7:30 am on event date in history files and traces. Insulin pump error alarm occurred on (B)(6) 2022 07:29 am on event date in history files. Insulin pump error alarm occurred on (B)(6) 2022 07:30 am on event date in history file and trace and this is expected. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken belt clip rails, retainer knit line damaged, cracked retainer. Unexpected battery power loss is confirmed due to moisture damage to electronic stack. Insulin pump error is confirmed due to being found in history files and due hardware defect. Insulin pump error is confirmed due to being found in history files and due to hardware defect. Insulin pump error is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5.